Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient reported that he had been having issues with the pump malfunctioning since the pump was implanted 2 years ago and now, he was in the process of getting the pump replaced. Per the patient, in the meantime the nurse programmed the pump to minimum rate to keep the medication flowing. The nurse was seeing the expected refill date as january 20th and the patient wanted to check what the ptm (personal therapy manager) was saying but he could not check the expected refill date because he was seeing pa (patient activated) dosing disabled on the ptm.